Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a6, b5, g1, g2, h6.

Event description:
Healthcare professional reports right side capsular contracture baker grade iii.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: rupture.

Event description:
Patient reported right side "rupture". Manufacturer of the device is unknown. The device remains implanted.